Event description:
It was reported that during a laparoscopic colon procedure, there was no device function at all. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis showed that an (B)(4) device was received. The device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality in the three articulated positions with a test reload and it fired, cut, and all the staples formed as intended. The device was assembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damge on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.